Manufacturer narrative:
The fsr rebooted the unit several times and with different cables, but the issue remained. He opened the unit and could not see any issues visually but noticed a burnt smell. He replaced the pod board and the display assembly and reassembled the ccu. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician installed the pump pod and the display assembly into lab use only (luo) testing equipment. When he attempted to turn the pump on, there was no output on the display. He removed and disassembled the pump pod and installed a luo generic printed circuit board assembly (pcba) into the pod. The display then powered on as it should. It was determined that the generic pcba programmed with the application loader was defective. During microscopic evaluation, no anomalies were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal control unit (ccu) would not boot up and had a '?' Over the icon on the central control monitor (ccm). There was no patient involvement.